Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm, unexpected restart ,external ram crc error alarm and failed battery alarm noted during the testing. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer received couple of alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.